Manufacturer narrative:
Added missing information of "the noise was not reproducible in the clinic."

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon reviewing electrogram, the implantable cardioverter defibrillator exhibited noise causing pacing inhibition. Programming changes were discussed. The physician decided not to perform any intervention. The noise was not reproducible in the clinic. The patient was going to monitored with routine follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon reviewing electrogram, the implantable cardioverter defibrillator exhibited noise causing pacing inhibition. Programming changes were discussed. The physician decided not to perform any intervention. The patient was going to monitored with routine follow up.